Event description:
It was reported that the patient with this left ventricular lead experienced a diaphragmatic twitch and muscle jerk on the left side of the body. (B)(6) discussed the general possible muscle, diaphragm, nerve stimulation. As of this time, this lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).